Manufacturer narrative:
Complaint no: (B)(4). Brand name: the reported product is an unknown baxter titanium adapter set.  (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for peritonitis. On an unreported date, the patient was treated with an injection (inj) of vancomycin (2 gram in one bag, frequency and route of administration not reported) and an inj. Of meropenem (500 mg/bag, frequency and route of administration not reported) for the event of peritonitis. At the time of this report, the outcome of peritonitis was unknown. The action taken with dianeal therapy was unknown. Additional information was not available. This is report 2 of 3 involved in this peritonitis event.